Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the umbilical vessel catheter. The customer reports that the catheter broke in half when removing from a pt. The physician had to remove the catheter from the umbilical stump. Upon examination, the item appeared as though it had jagged edges.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4) requested additional info but no further info was available. If additional info is obtained, the medwatch form will be updated.